Event description:
It was reported that the left ventricular (lv) lead pace impedances have been fluctuating. Data shows that the lv lead pace impedance recently reached greater than 2000 ohms. When the pacing configuration was adjusted, pace impedances were stable and in range. The patient is to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.